Event description:
Meter name: one touch ultra. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A pt reported they were unable to obtain a blood glucose result on the meter. Their meter allegedly would only prompt error 2 and had no power. Pt was not treated. No further info has been reported.